Manufacturer narrative:
Additional information: date of event.

Manufacturer narrative:
Device evaluation summary: one cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in fair physical condition with damaged housings. The review of device history log identified following event: 0677> error - 1840 - (B)(6) 2011 7:37:00 am. Functional testing included simulated use testing. The pump was powered on and it displayed error 1840. Based on the evidence, the complaint was confirmed. The root cause could not be identified.

Event description:
Information was received indicating that this cadd legacy plus infusion pump gave error code 1840. No adverse effects were reported.